Event description:
It was reported that the caller experienced a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, an instruction the caller acknowledged and understood.